Event description:
During an article review ("results of elective and emergency endovascular repairs of popliteal artery aneurysms" journal of vascular surgery 2013, authors: magdiel trinidad-hernandez, md, joseph j. Ricotta ii, md, peter gloviczki, md, manju kalra, mbbs, gustavo s. Oderich, md, audra a. Duncan, md, and thomas c. Bower, md) one graft infolding with reintervention was identified. The article refers to a retrospective review of clinical data of patients treated with endovascular popliteal artery aneurysm repair (evpar) between 2004 and 2010. During the 6-year period, 31 paas were treated in 25 patients with a (B)(6). As reported, "one case of infolding was discovered by cta in an asymptomatic patient. The patient was treated percutaneously with balloon angioplasty of the stent graft."